Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the amount of medication remaining in cassette did not match the reservoir volume displayed on pump. The volume in IV bag is 110 ml (original volume), programmed volume is 110 ml, continuous infusion rate is 0.6 ml/hr., reservoir volume is 10.1 ml remaining, given of 99.9ml. The drug being infused is blincyto. No adverse patient effects were reported by the customer.